Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15784. The pt reported he experiences burning and heating at the ipg site while charging. The pt stated he feels the heating within 20 minutes of charging beginning and he also feels the burning after charging has completed. The pt was sent a replacement le charging system as the next course of action. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.